Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the lg water supply tubes clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the lg water supply tubes. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the remote control buttons perforated, the lg water jet supply tubes clogged, the lg air/water socket cylinder clogged, the jet socket cylinder clogged, the insertion flexible tube (ift) crushed, and the remote control buttons worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.